Event description:
Medtronic received a report that a pipeline encountered resistance and failed to open distally. The patient was undergoing surgery for treatment of an intracranial aneurysm dense mesh stent implantation saccular, unruptured aneurysm located on the fight cavernous segment internal carotid artery, with a max diameter of 4.6mm and a 6mm neck diameter. Landing zone was 4.5mm distally, and 4.7mm proximally. It was noted the patient's access vessel was the femoral artery measuring at8mm, vessel tortuosity was moderate. Postoperative angiography showed patent vessels with no abnormalities. It was reported that the dense mesh stent failed to open at the distal intracranial end. After the stent was retrieved, it still could not be deployed ex vivo, and visible burrs were noted at the distal tip end. The shapeable microcatheter was withdrawn, and a new dense mesh stent was prepared for re-implantation. However, the dense mesh stent became stuck inside the microcatheter and could not be withdrawn. The microcatheter and stent were both replaced with new ones, and the procedure was successfully completed. The pipeline was positioned in a bend and was not used for an indication that is not approved (off-label). The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a p27 microcatheter. Additional information was received. The cause of the event was determined to be as follows: "the tip end could not be opened." The pipeline was not positioned in a bend. There were additional steps or other devices required to open the pipeline. The reported statement of "visible burrs were noted at the distal tip end" was clarified to mean that after the flow diverter stent failed to open, it was removed, and obvious burrs were visible in the video.

Manufacturer narrative:
H10: this event was previously reported under manufacturer report#: 2029214-2026-00709. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.